Event description:
I had an accurascope procedure done in (B)(6) through (B)(6) by dr (B)(6). I have had chronic back pain for years with 3 bulging discs at 4 mm maximum with partial numbness in right root. I was able to walk up to 2 hours before having to take a break and sit down. I could sit all day with no problems and could continue walking if I took 10 min breaks. After the surgery I am left totally bedridden due to severe discogenic pain that produces substantial numbness in both feet and legs quickly after becoming upright. Thus, I have been bedridden for fear of permanent paralysis if I stay upright. It's been 3-1/2 months and nothing is getting better. I tried to get upright 2 days ago and it still causes great pain and instant numbness to feet and legs. Lying down it subsides in about a week, leaving some residual numbness in both feet. (B)(6)'s uses epiduroscopy in a novel way by combining it with an hd camera and small optical fiber laser. However, this physician had developed a technique to steer the epiduroscope to the anterior spinal canal where, using a revolix thulium laser that is passed through one of the channels in the epiduroscope, he claimed he was able to directly shrink disc material. I found out after my surgery that this epiduroscope is not FDA approved to be used in conjunction with a laser. However, (B)(6) is using this device on a regular basis and it has maimed me. For my pre-surgery MRI is identical to my post-surgery MRI according to my local neurosurgeon (B)(6) m.d. In (B)(6). Thus, none of my lower back's disc were shrunken by this procedure, just injured with very irritated nerve roots too boot that may never heal.